Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy procedure, when firing the device into the tissue, it was difficult to remove the needle from the breast. They had to open the cutting canula to loosen up the tissue and be able to remove the needle from the breast. There was no report of patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: as received, three magnum biopsy needle lot samples in individually sealed packages. Sample #1 - #3 the sample was clean, as it was an unopened lot sample. With the spacer in place, it was observed that the cannula closed completely over the sample notch. There were no visual anomalies noted on the sample. Performance/functional testing: sample #1 - #3 the needles were loaded into the driver and functionally tested in a chicken breast. The devices were tested 10 times on the 22mm setting, and 10 times on the 15mm settings, for a total of 20 tests. The devices fired and collected a sample each time with no issues. No gaps were observed on the sample notch. The needles were able to be removed from the chicken breast each time without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive, as only lot samples were returned. The returned lot samples worked properly under laboratory conditions and the reported problem could not be recreated. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to this event. Labeling review: the current IFU (instructions for use) states: precautions:-the introduction of the needle into the body should be carried out under imaging control -never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. -unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use:-before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. -energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Recommendation: for ease of insertion, puncture the skin with a scalpel at the entry site. Biopsy procedure:insert tip of needle to the point to be biopsied. -while maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. -remove needle from patient and pull back on the top slide to withdraw the cannula and expose the biopsy specimen. Remove the specimen. If additional biopsies are required, pull back on the bottom slide to withdraw the stylet and repeat the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy procedure, when firing the device into the tissue, it was allegedly difficult to remove the needle from the breast. It was further reported that the health care professional had to open the cutting canula to loosen up the tissue and be able to remove the needle from the breast. There was no report of patient injury.